Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 30 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to degenerative joint disease and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening and pain. The surgeon noted the tibia was found to be loose but did not indicate the interface of loosening. There were no concerns reported regarding the femur, though it was revised. The surgeon noted the patella was not found to be loose and was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2018. (Lt knee).